Event description:
A customer contacted baxter's global technical service center to request therapy assistance with a last fill volume (lfv). The technical service representative (tsr) assisted the hp to perform a manual drain. The drain volume (dv) was 5236ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria. Follow up with the nurse revealed that he was aware of the incident. The nurse stated that the largest prescribed fill volume (lpfv) for the hp was 3000ml. The nurse also stated that the hp did not complain of any symptoms. The nurse stated that he would follow up with the initial drain alarm. The nurse reported that the hp was doing well and there was no medical intervention with this issue.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. Review of the device?s previous service record revealed the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the difficulty of iipv. As a result, an assignable cause of the reported difficulty of iipv could not be determined. The current labeling for the patient at-home guide was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).